Event description:
During an egd procedure to place a bravo capsule, the capsule was unable to synch with the bravo calibrator. It showed a different number than the capsule that was placed. A phone call was made to the bravo representative. In the meantime, the physician was asked if he wanted to place another capsule and he did not wish to do so at that time. The manufacturer is aware. There was no harm to the patient. The patient passed the capsule without difficulty.